Event description:
The allegretto laser allows data entry using a plus or minus sign before the numerals entered. However, when the numerals are displayed the plus sign disappears and the assumption is that a lack of a minus sign makes it a positive.